Event description:
The customer contacted spacelabs healthcare technical support to report that a bedside monitor failed to alarm for low heart rate or any other ECG related event. The customer confirmed that spo2 alarms were still active. A spacelabs healtchare technical support engineer remotely connected and confirmed the abscence of alarms in clinical access. A spacelabs field service engineer went on site to test the devices involved and confirmed that they passed all functional tests. No logs were available to determine if a user had changed, disabled, or suspended any alarms. Cause of the loss of alarms could not be determined.